Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type ii and spinal pain reported they couldn¿t ¿increase their unit and it wasn¿t working.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 97740, serial# (B)(4), product type programmer, patient.

Event description:
A consumer implanted for complex regional pain syndrome type ii and spinal pain reported they couldn¿t ¿increase their unit and it wasn¿t working.¿ they also reported seeing the patient programmer (pp) low battery screen on the pp. The consumer didn¿t have batteries with them during the time of the call, but was going to get some replacement batteries and call back if the issue wasn¿t resolved. No patient symptoms were reported. On (B)(6) 2017 ptltr (con): additional information was received from the patient, stating that they first experienced being unable to in crease/unit working around (B)(6) 2016. The patient stated that they had an increase in pain their "left <(>&<)> wrist" and that new batteries were needed to resolve this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.